Event description:
It was reported that the health care professional (hcp) placed a call to technical services (ts) for further review of this pacemaker presenting electrogram (egm). Upon review, undersensing of ventricular beats with current programming were observed. Ts provided programming optimization recommendations. No adverse patient effects were reported. This pacemaker remains in service.